Event description:
Dura patch was used as dural substitute. The pt had post-op complications due to a csf leak. When taken back for emergency surgery (3 weeks after the original surgery); the surgeon found that nearly all of the dura patch had dissolved. Surgeon was surprised that after 21 days no dural support remained in place.